Manufacturer narrative:
The event of chronic inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Per pathology report confirmed no lymphoma present, noted chronic inflammation, and noted minimal calcifications. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, capsular contracture, and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side device removal due to "capsular contracture," baker grade iii, double capsule, and "significant seroma." Healthcare professional additionally reported "cd30+ biomarker was reported as appropriate for alcl, but the alk was not." Therefore, this is most appropriately captured by the term code lymphoma.